Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
At 19:00 a UK customer received a blood glucose reading of 11mmol/l on the contour link. She gave herself a correction bolus of insulin and ate. At 21:00 she felt hypoglycemic and tested again with a reading of 2.3mmol/l. She drank a carton of juice and retested with a reading of 3.6mmol/l. The customer was advised to return the test strips for evaluation.